Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, the patient experienced a significant discrepancy between cgm and bg values. Although specific readings were not recalled, the patient¿s parent reported a 200-point difference between a fingerstick bg value and the cgm reading at the time of the event. Reported symptoms included body pain and vomiting. The patient was using both the dexcom app and an omnipod insulin pump in modified closed-loop mode. Due to the cgm inaccuracy, the pump did not deliver insulin as expected. At some point during the event, the cgm app displayed unspecified ¿high¿ values. No treatment was documented at home. The patient was taken to the emergency room, where they were treated with insulin. After the patient¿s bg level stabilized, they were discharged home in stable condition and feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. It has been reported that there was a difference in readings of 200 points. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available